Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received a questionable troponin t hs result for one patient sample. The initial result was 30 ng/l and was reported outside the laboratory. The sample was repeated on another instrument at a sister site and the result was 15 ng/l. This result was believed to be correct. Information concerning if the patient was adversely affected was requested, but was not provided. The reagent lot number and expiration date were requested, but were not provided. The measuring cell of the instrument was changed which was believed to have resolved the issue.